Event description:
A us distributor reported that a patient's monitor will not power up. Device evaluation of monitor has been completed. Upon investigation of the monitor a reportable malfunction was found. The monitor was unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted c1 capacitor on the computer/(B)(6). The root cause for the shorted c1 capacitor could not be positively identified. No adverse events occurred from the monitor malfunction. Device evaluation of monitor has been completed. Upon investigation of the monitor a reportable malfunction was found.  The monitor was unable to complete incoming functional testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the (B)(6).  The root cause for the high voltage travelling to low voltage circuitry could not be positively identified.  No adverse events occurred from the monitor malfunction.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse events occurred from the monitor malfunction. Device evaluation of monitor has been completed. Upon investigation of the monitor a reportable malfunction was found.  The monitor was unable to complete incoming functional testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas.  The root cause for the high voltage travelling to low voltage circuitry could not be positively identified.  No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor will not power up. Device evaluation of monitor has been completed. Upon investigation of the monitor a reportable malfunction was found. The monitor was unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of batteries sn (B)(6)/sn (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred from the batteries malfunction. Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse events occurred from the monitor malfunction. Device evaluation of monitor has been completed. Upon investigation of the monitor a reportable malfunction was found.  The monitor was unable to complete incoming functional testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas.  The root cause for the high voltage travelling to low voltage circuitry could not be positively identified.  No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported battery packs were unable to power on a monitor. A us distributor reported that a patient's monitor will not power up. Device evaluation of monitor has been completed. Upon investigation of the monitor a reportable malfunction was found.  The monitor was unable to complete incoming functional testing.